Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: can you please clarify what was meant by, ¿cut but partially stapled at the 4th firing¿? The device worked properly during 3 firings and then at the 4th firing the device has cut but did not staple properly. Did the device start to staple and cut but could not be completed (partial fire)? No. Some staples were not formed properly and others were missing. Was the staple line interrupted; staples not present/visible on any portion of the staple line? Yes.

Event description:
It was reported the during a sleeve gastrectomy, the device has cut but partially stapled at the fourth firing. Another device has been used to finish the procedure. No patient consequences.

Manufacturer narrative:
(B)(4). Batch # p5882h. The analysis found that one ec60a device was returned with no apparent damage and with no cartridge reload present. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.